Manufacturer narrative:
Method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the pt's left eye. As the lens was inserted, the lens disappeared into the bag and the physician was unable to retrieve the lens. With the toric lens still in the bag, a sulcus lens was implanted. The physician referred the pt to a retina specialist to remove the lens from the bag. The incision was not enlarged and no sutures were required. Does not believe this event was due to the injection system used. The cause of this incident is unk.

Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly iol (silicone-single piece with toric optic) had "disappeared into the bag" upon delivery. Given the information that patient was sent to retina specialist to retrieve the lens it is very likely that reporter meant that lens went through posterior capsule and disappeared into vitreous. Another lens was successfully implanted in the sulcus. No reported postoperative sequelae. The surgeon did not attribute this event to the injector system that was used during the iol delivery. It should be noted that most likely cause of the event was either patient anatomy issue (unstable posterior capsule, weak zonules) or procedure related factor (phacoemulsification). Conclusions: based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).